Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloons, potentially contributing to a tear in the balloons. The root cause of the reported hematoma could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: note: production identifier (pi) number is unknown as the lot number was not provided. See medwatch form #s: 3004939290-2016-00006 & 3004939290-2016-00007.

Event description:
It was reported two balloon loss of pressure events occurred in the same patient. A hematoma of 6 cm or less formed after the second device was removed. Manual pressure was held for 30 minutes or less to resolve the hematoma. There were no adverse events to the patient. No further information is available. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. Vessel type: peripheral vessel size: 6 mm sheath size: 6f stick location: medium.